Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reports they went to swimming and insulin pump exposed to moisture. Customer reports there was fluid under the lcd display. The device will be returned for analysis.